Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced alert 38 indicating consecutive motor stalls, verified in device history, which recurred after a guided restart; the pump was replaced and the user transitioned to backup subcutaneous insulin via pen. Symptoms included hyperglycemia with glucose readings exceeding 400 mg/dl. Outcomes included temporary interruption of pump therapy and use of manual insulin therapy until the replacement device was in use. Investigation included user-reported event details, troubleshooting with restart, and receipt and inspection of the returned device. Investigation of this case revealed persistent motor stall despite restart, consistent with a motor drive malfunction. It was concluded that the device experienced a motor stall failure leading to hyperglycemia, and replacement was required.